Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery during the manual prime process. The customer's blood glucose level was unknown at the time of the call. The customer stated that they did not want to troubleshoot the issue because they had already changed the set. The issue was resolved with a set change, but it is unknown what may have caused the issue. The customer will send the reservoir back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, and none were found. Conducted occlusion testing, and no occlusions were found.